Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# (B)(6) implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at least a week ago patient's therapy turned off, and they had been "wandering through airports" at the time it turned off. The patient also mentioned that they had been in the hospital prior to the event and did not charge the implantable neurostimulator (ins) during their hospital stay. The patient tried to turn the therapy back on but the communicator would not pair with the handset. The patient scanned the qr code on the back of the communicator several times, but it still wouldn't pair. Agent had the patient reset the communicator, which resolved the pairing issue and allowed the patient to turn their therapy back on. The ins battery level was at 30%. The patient also alleged that they couldn't seem to charge the ins, but they had no issues charging the ins during the call and the recharger had an excellent connection with the ins. The troubleshooting steps that were taken on the call resolved the issue.